Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 550 mg/dl, 400 mg/dl, below 280 mg/dl, 200 mg/dl to 300 mg/dl. The insulin pump had flow block alarmed. Customer stated recurring insulin flow blocked alarms may be due to site, set or reservoir issues. The customer has not tried different cannula lengths. The customer declined troubleshooting for both insulin flow block and high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery or insulin flow blocked alarm noted during testing. (B)(4).